Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Event occurred the week of (B) (6) 2008. Customer reported on-going secondary infusion issues associated with the secondary syringe administration set. Stated a secondary intermittent infusion was hung but noted that it did not infuse resulting in an underinfusion. No patient harm was reported and no additional event or patient details are available. The syringe secondary administration set was received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.